Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. When the device was reinterrogated, normal functions resumed. On april 1st during follow up all electrical values were good. No intervention was performed for the backup vvi operation because the physician was able to recover the device to normal funciton. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.